Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported high bgs due to continued use. Pump passed flow accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient experienced a high blood glucose up to 537 mg/dl with no signs or symptoms. The reporter stated that the patient¿s blood glucose was able to be treated with correction boluses and the blood glucose resolved. The following day the reporter stated that the patient was not feeling well; blood glucose levels were tested and were found to be 60 mg/dl. The reporter confirmed that there were no known site issues, the cannula was not bent or kinked, and there were no air bubbles in the tubing or cartridge. The pump history was reviewed and found no alarms related to the event. The bolus and basal history were confirmed to add up correctly in the total daily dose. The suspend history showed that the pump was not suspended. The reporter was advised to discuss the events with a health care professional to confirm if there would be any need for settings adjustments. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.